Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "does not detect door being open," was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower auxiliary flex was damaged. The lower auxiliary will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was not detecting door being open during testing in the biomedical service department. There was no patient involvement. No additional information is available.